Event description:
It was reported that during implant high lv capture threshold was observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.